Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the patient had a fibrotic gastric wall that was casting shadows on the cyst. When the axios stent was deployed using the 1-to-1 fashion method the stent pushed the collection away from the axios device. The distal flange was deployed in the peritoneum and the proximal flange was deployed in the stomach. The misposition of the stent was identified immediately. The stent was removed using forceps and the defect was clipped. There were no patient complications reported as a result of this event.